Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose values. Customer's blood glucose at the time of the hospitalization was over 600 mg/dl. The customer was treated with manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was done and customer was advise to change the infusion set. After changing the infusion set, customer's blood glucose levels started going down. The insulin pump will not be returned for analysis.